Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, e216 error occurred and it was determined that an image was not displayed due to a communication failure resulting from a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the users report was not confirmed. However, as noted, an e216 scope communication error was present. Additionally, it was noted that the charged coupled device unit connector as well as the cable connector were both found corroded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during preparation for a diagnostic procedure his olympus hd camera head had noise in the image, but confirmed that scope was successfully recognized by the subject device. According to the initial reporter, the procedure was completed using a similar device without any patient harm reported. During the device evaluation it was discovered that the unit was displaying an e216 scope communication code. This report is being submitted to capture the error code found during the device evaluation.